Event description:
Post deployment of a sapien xt valve, there was moderate paravalvular leak (pvl). The decision was made to deploy a second valve. The valve was initially positioned and deployed in a 60:40 aortic/ventricular position. Subsequently there was moderate pvl along the posterior border of the valve. Post-dilation was performed. An additional cc of contrast was added for post-dilatation; however, the pvl remained unchanged. The decision was then made to deploy a second valve. The second 26mm sapien xt was placed 40:60 a/v and was deployed in a more ventricular position, 30:70 a/v. A repeat echo (tee) showed pvl had decreased to mild in the concerned area. The patient remained stable throughout the procedure. The native annulus diameter measured 24.2 by tee and 29.6mmx22.7mm by CT, with an area of 504. The aortic valve was moderately calcified. The surgical team believed that the annuls size was underestimated due to the poor quality CT scan and blooming artifact caused by calcium during the pre-procedural tee. The feeling was that patient should have received a 29mm sapien valve due to large annulus area.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the paravalvular leak was attributed to procedural factors (likely undersized valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.